Event description:
It was reported that two weeks and two days post port placement, the port was allegedly difficult to be accessed. It was further reported that patient allegedly had bruising around the port area. It was also reported that the port was allegedly unable to get a blood return. Furthermore, the port allegedly leaked fluid in to the body and a computed tomographic examination showed leakage and formation of blood clots around the port. Reportedly, blood clots were still present and the patient was provided with blood thinner and anticoagulant medications before the surgeon remove the port. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 11/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement procedure, the port was allegedly difficult to access. It was further reported that patient allegedly had bruising around the port area. The port allegedly unable to get blood return. Reportedly, the port leaked fluid and CT showed leakage and blood clots at both injection ports. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.